Event description:
It was reported that the lens vial was dry. This was discovered during preparation for implantation. There was no patient contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Envista toric is not currently approved for marketing in the united states. This report is being submitted based on similarity with envista intraocular lens.